Manufacturer narrative:
Correction: device UDI and manufacturing date now provided. Correction: initial reporter noted as a health professional on initial MDR. Changed to medtronic representative as this reporter was a medtronic representative who reported the issue on behalf of the site.

Manufacturer narrative:
The suspect uninterruptible power supply (ups) was returned to the manufacturer for evaluation. Testing found that the original batteries would not hold a charge and failed load testing.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. Field representative was onsite when the reported event was discovered. The representative confirmed that the mobile view station (mvs) would immediately shutdown after being unplugged from power due to the uninterruptible power supply (ups) no holding charge. Replacement of the ups resolved the issue. No further issues were reported. Replaced ups was not returned to manufacturer for analysis, therefore, no findings are possible. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system's battery was not holding charge. There was no patient present when this issue was identified.